Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr intermittently low or error message vs reference lab inr 2.4 ((B)(6) hospital). Therapeutic range 2.0 - 3.0. No change in treatment. No adverse events reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.